Event description:
The manufacturer received information alleging a silence button did not work during an inspection on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a silence button did not work during an inspection on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/ evaluation: the trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was confirmed that the mute button did not respond when pressed, therefore the front panel was replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).